Event description:
(B)(6) healthcare was notified of a complaint involving a transport wheelchair by a provider, who stated that the product "caused serious injury to user." There were no specific details provided regarding how the product caused the injury, or the injury itself. Drive is attempting to contact the end user directly to investigate the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.